Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant pacing failure was seen when it comes to this right ventricular (rv) lead. An increasing pacing thresholds was also noted in both bipolar and unipolar configurations. Muscle twitching and pacing failure were seen in the unipolar configuration. A small perforation was suspected. This rv lead was repositioned and no further issues were noted after the procedure. No adverse patient effects were reported